Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving hydromorphone (dose 13.22mg/day concentration 10mg/ml) via an implantable pump for non-malignant pain and failed back syndrome other. On this report date, a drug related programming error occurred; the wrong drug concentration (40mg/ml) was entered instead of (10mg/ml). No symptoms were reported. The manufacturing representative was assisted in correcting the drug information and it was noted that troubleshooting resolved the event.